Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Block b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3 & h6: the visions catheter was not returned for evaluation; thus, no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions catheter was used for a peripheral procedure in a severely calcified lesion. During advancement, the catheter shaft separated but was retrieved with a snare. Angiogram confirmed nothing was left in the patient. The case proceeded normally with no patient injury reported. This adverse event and product problem is being submitted because the visions catheter shaft separated inside the patient, requiring additional intervention for removal.